Event description:
Product complaint received. Stated complaint is "first use gross blood leak". Pt not on reuse. Dialyzer changed without problems. User facility called to verify details of event. Visible blood appeared in the effluent dialysate. Circuit of extracorporeal blood was not reinfused; blood loss estiamted at 250 cc. 4/8/99 MDR determination made based on blood loss reported. The pt suffered no adverse effects as a result of the reported leak. Complaint sample was discarded.